Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The results of the investigation are inconclusive since the device was not returned for analysis; however, this batch is associated with a potential recognition issue and loss of functionality.

Event description:
It was noted that the catheter before being opened was a part of a lot that has experienced issues with "one time use only" error messages. The hospital refused to open or use catheters from this lot.